Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 600 mg/dl at the time of incident. Customer did not troubleshooting for high blood glucose reading. Insulin exited after troubleshooting the set. No delivery occurred several times. The insulin pump will not be returned for analysis.